Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique resulting in occlusion of the vessel. Insufficient tension while deploying the suture and tamping can lead to improper position of the anchor in the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved was used to close a left common femoral artery; however, hemostasis was not achieved by the angio-seal and the patient complained of pain since then. The patient was emergently brought back, and the footplate was seen on intravascular ultrasound (ivus); however, it caused the superficial femoral artery (sfa) to clot. Additional information was received on 06 apr 2023: when the angio-seal device was initially deployed, there was bleeding from the site. The anchor was inside the vessel and the collagen and suture were below the skin. Manual pressure was held, and the patient was sent home on (B)(6) 2023. The patient reached out complaining of leg pain and was brought back urgently on (B)(6) 2023 to the obl. On angio and ivus, they were able to see a clot forming around the footplate and affecting sfa flow. They lysed for five (5) hours, then ballooned and did atherectomy and thrombectomy; however, were not able to remove the anchor or prevent clot formation. The patient was sent to surgery to have the device removed on (B)(6) 2023. It was though that the anchor did not seat properly against the wall. There was no noticeable calcium at the access site. They mentioned the vessel was smaller; however, when measuring on imaging it was roughly 5-6mm. The patient was stable after the surgical intervention. The surgical intervention was successful. There was 15ml's of blood loss.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.